Manufacturer narrative:
The evaluation was finalized on (B)(6) 2022. No physical/ mechanical damage could be found. The analysis of the log files confirmed that there was no error message. Additionally, the device passed all self tests. In conclusion, a product related malfunction can be excluded. When the customer switched the mode to "hysteroscopy mode", a pressure of 200 mmhg was set. For this type of treatment, the uterine cavity distention pressure should be maintained below the mean arterial pressure and below 120 mmhg. According to the corresponding instructions for use (document ID (B)(4), version 4.0 - 02/2019, page 7) it is written that the lowest possible pressure has to be used. Another possible root cause is that the fluid level of the irrigation bag was not checked. As written in page 9 of the instructions for use, air will be pumped into the cavitiy if the bag is empty. The third possible root cause is that the air-relief of the tubing system was not properly checked for functionality. Therefore, the most probable root cause is a customer error. The hospital will be informed about the investigation results in a separate letter.

Manufacturer narrative:
The product in question was requested for return. The investigation is pending.

Event description:
As per a manufacturer incident report we received from the factory in (B)(4): during operation, the patient got an air embolism. The operation was aborted. No clinical consequences for long term were noted. (Manufacturer's internal complaint # (B)(4)).